Manufacturer narrative:
Concomitant medical products: 6232adj adaptor, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was vegetation on the leads. The leads and device were explanted. No further patient complications have been reported as a result of this event.